Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, d10, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel light-emitting diode (leds) were glowing continuously a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the phenomenon front panel flickering occurred because electrical communication was not performed properly due to detached flat cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a front panel flickering issue. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted report. Corrected fields: g3, h6 updated fields: h2, h11 correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 11/28/2025 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.